Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a caller regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated that they are trying to assist a patient as her device has not worked for two years. The patient is trying to locate a new healthcare provider (hcp) to either remove or replace the ins. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Updated from product problem to adverse event and product problem medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the initial reporter. They clarified that the ins "not working" meant that the patient was not feeling stimulation. They explained that the patient needed to meet with a provider at the clinic and get referred to a doctor that works with their device, but the patient was going to put that on hold due to other health issues that were reported to be unrelated to the device/therapy. Once the patient gets the referral, their plan is to try and get the ins working again, but if they are unable to, then they will request that the ins be removed. The caller hadno further information, but they did provide the patient's new address, so additional follow up will be conducted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the initial reporter. They clarified that the ins "not working" meant that the patient was not feeling stimulation. They explained that the patient needed to meet with a provider at the clinic and get referred to a doctor that works with their device, but the patient was going to put that on hold due to other health issues that were reported to be unrelated to the device/therapy. Once the patient gets the referral, their plan is to try and get the ins working again, but if they are unable to, then they will request that the ins be removed. The caller had no further information, but they did provide the patient's new address, so additional follow up will be conducted. No further complications were reported or anticipated.